Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# va0s3l3, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va0shxj, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there has been trouble with the patient's left side; the health care provider (hcp) thought the lead may be a little out of place. The patient stated that the manufacturer representative (rep) told the patient the lead was in the correct spot, but they cannot seem to get the programming right since implant. It was later reported that the patient is looking for a second opinion because the person who performed his programming stated that the left lead may not be properly placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.